Event description:
The reporter contacted animas on (B)(4) 2012 reporting high blood glucose with vomiting, blood glucose values were not specified. The reporter stated that the patient was treated with an insulin injection and the blood glucose came down. The reporter stated that the patient was exposed to a flu like illness. The reporter confirmed that all of the pump settings were correct and there were no relevant alarms related to the issue. The review of the total daily dose showed that the basal delivered 0.1 units less on (B)(6) 2012. The reporter confirmed that the site and set were good. The reporter disconnected the patient and performed an air bolus and the reporter confirmed that insulin was expelled. The pump is not being returned at this time and the patient continued on insulin pump therapy. This report is made based on the allegation that the patient experienced high blood glucose with vomiting while using the insulin pump.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: evaluation revealed that the pump boots to verify screen with auditory and vibration alarms. The black box data was reviewed from (B)(6) 2012 to the end of pump use on (B)(6) 2012 and the total daily dose correctly reflected the user's programmed basal rates. There were no alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as programmed. Unrelated to the complaint, evaluation revealed that the keypad emblems were worn off but all key contacts responded appropriately and spring back or click normally. The keypad was removed and no signs of moisture damage, contamination or button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.